Event description:
The complainant reported that the clinicians were performing a ureterscopy procedure on a pt (age and gender unknown). During the procedure the physician passed an acmi semi-rigid scope through the navigator access sheath, but it apparently caught on the inner lumen of the sheath and tore it open. When the doctor attempted to remove the sheath it unraveled and then appeared long and slinky like. The coils detached from the device and then into the pt. The doctor was able to successfully remove the coils from the pt with the aid of an alligator grasper. The physician reported that there was no harm to the pt or patient's ureter other than having to remove the coils from the pt.

Manufacturer narrative:
D4: user facility was unable to supply the lot number of the device used; consequently, the expiration date of the device is unknown. User facility was unable to supply the lot number of the device used, consequently, the manufacture date of the device is unknown. The device has not yet been returned for eval; therefore, a failure analysis is not yet available; at this time we are unable to determine if the device met specification, and unable to determine the relationship between the device and the cause for this event.